Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.